Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for instability of left knee. Event is serious and is considered moderate. Event is possibly related to device and is probably related to procedure. Date of implantation: (B)(6) 2019. Date of event (onset): (B)(6) 2019; (left knee). Treatment: left knee tibial insert revised on (B)(6) 2020.